Manufacturer narrative:
(B)(4). Date of initial report : 07/06/2016. One used forcefxcs generator was received for evaluation. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specification. The appropriate upgrades were implemented, the unit was calibrated and testing found the generator to function normally. A review of the appropriate device history records found there were no entries potentially pertinent to the customer's report.

Event description:
The customer reported that the forcefx8c generator was in use with a non-covidien handpiece for a myoma resection procedure, during which the patient was burned. The patient received 2nd degree burns to her vagina and lower back. The patient is reported as recuperating under the surgeon's care. It is currently unknown if any additional care/treatment will be needed. The customer does not believe the burns were caused by the generator.